Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that patient experienced two bent needle infusion set after insertion which led to hyperglycemia event on (B)(6) 2026. The infusion set was in use for first day. The site of insertion was lower back. The infusion set was in use for same day. The patient went to emergency room and was subsequently hospitalized on (B)(6) 2026 and remained overnight due to high blood glucose level. During this hospitalization, the patient's blood glucose level was 493 mg/dl, and was treated with intravenous (IV) fluids of saline and insulin. The patient was found positive for ketones. The patient was released from the hospital on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.